Event description:
It was further reported that the pocket revision was successful and the patient was happy.

Event description:
It was reported that they performed a pocket revision on the patient today. The patient fell and broke her pelvis, ripped sutures from fascia, and the implantable neurostimulator (ins) moved over the bladder. The procedure today was to correct the positioning. It was later reported that the patient was receiving effective therapy. The fall was not device related and she had a pelvic fracture with the fall. The sutures on the ins came loose during the fall, causing the ins to move. The date of the fall was unknown.

Manufacturer narrative:
Concomitant products: product ID: 7434a, serial# (B)(4), product type: programmer, patient. Product ID: 3487a-56, lot# l33707, implanted: (B)(6) 1994, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. (B)(4).